Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" alarm condition occurred. The device was not in patient use. The device was returned to a third party service center for evaluation and the customer complaint was confirmed. The oxygen blending module board needs replaced to address the issue. The device was returned un-repaired per the customer request.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.